Event description:
A customer contacted beckman coulter inc. (Bci) in regards to elevated accutni results for two patients. Patient one's had elevated accutni result was within the risk stratification range and patient two have elevated accutni result above the acute myocardial infarction (ami) generated by the access 2 immunoassay analyzer. The elevated results were not reported out of the laboratory. The samples were repeated on the same unit and results within the normal reference range were obtained. Patient treatment was not impacted by this event.

Manufacturer narrative:
The accutni qc was within the established ranges pre and post the event. On (B)(6) 2010 and (B)(6) 2010, the customer performed system check and the results were within specifications. The customer performed low level accutni precision study. A bci field service engineer (fse) reviewed the study and noted that it had failed. Fse replaced vacuum and substrate probe tubing due to presence of kinks. In addition, fse replaced hardware and adjusted the unit. Fse cleaned the unit per pm guidelines and performed routine system check, dil-test and 50 point precision study; all testing passed within assay and instrument specification. Although hardware issues were addressed, a clear root can not be determined for this event.